Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrocardiogram (ECG) was indicating that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a failure. It was noted that the patient was experiencing chest discomfort. The crt-d remains in use. No further patient complications have been reported as a result of this event.